Event description:
The surgeon inserted a 18.0 diopter, cq2015 three piece collamer lens. Two hairline tears on the lens optic were noticed upon insertion into the eye. The lens remains implanted. No patient injury. The cartridge is having resistance when delivering the lens causing the lens to tear.